Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the air oscillator device was leaky. It was further determined that the trigger was blocked, jammed and was moving heavily and the motor power was too low. It was further determined that the press lock position was defective and the power was too weak. It was further determined that the device failed pretest for check frequency, minimum 12¿000 to 16¿000 oscillation/minute, check for air leak and check safety system. It was noted in the service order that the torque limiter was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.